Event description:
It was reported to boston scientific corporation that a gold probe¿ device was used during hemostasis procedure performed in the patient's colon on (b)(b) 2014. According to the complainant, during the procedure the gold probe failed to cauterize. The procedure was completed with another gold probe utilizing the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the catheter was severely kinked in the middle of the device and near to the electrical connector in the proximal section. The device was disassembled, evidence of welding manufacturing process in the distal and proximal section was observed. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed the isolation of electrodes test but failed on the load test.the complaint was confirmed; the load test was found to be out of specification. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context.the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during hemostasis procedure performed in the patient's colon on (B)(6), 2014.according to the complainant, during the procedure the gold probe failed to cauterize. The procedure was completed with another gold probe utilizing the same generator and generator settings.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of gold probe failed to cauterize. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.